Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the physician caused the left ventricular lead to dislodge. The lead was repositioned on (B)(6) 2016 and remained implanted. The patient was fine.